Event description:
It was reported that a kyphosis pt underwent a spinal procedure at l2-s1 using implant and posterior fixation in 2007. It was found that the setscrew at the left side s1 backed out and the right side pedicle screw was loosened. The revision surgery was performed to remove and replace the screw at ilium approx a year post the index surgery.

Manufacturer narrative:
Device was not returned to the MFR for eval. One year post-op x-ray was revealed. The loosening and backed out of setscrew on the right lower side of the construct was confirmed.